Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedance, and oversensing with noise. The lead was programmed off and replaced. No patient complications have been reported as a result of this event.